Event description:
Consumer states that he was using the shower chair and he went to get off of the shower and out of the shower and both left legs bowed out causing him to fall. Consumer states when he fell his left leg had a goose egg shaped bump on it, which opened up and he had to go to the doctor when it started bleeding. Consumer states his doctor had him come back the next day for an operation where they cleaned the bump out and applied a packing that was to help it heal quicker. Consumer states now nine months later it is still healing and scabbed over. Consumer alleges that this incident happened in (B)(6) 2015 but he is just now contacting us, he said he was waiting to call us to see how long it would take for the wound to heal. No additional information provided.